Event description:
It was reported that there was white foreign material when the wound drainage package was opened.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was white foreign material when the wound drainage package was opened.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for patient treatment. The product caused the reported failure. Visual evaluation of the returned photo sample noted one opened silicone channel drain packaging. Visual inspection of the attached photo sample noted a small white piece of unknown material. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labelling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.